Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer experienced low blood glucose. The customer's blood glucose at the time of the event was 29 mg/dl and the current blood glucose was 164 mg/dl. Troubleshooting was performed and found that the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer reported the symptoms of coma, sweating, and mental confusion. The customer alleged over delivery of insulin cause the auto mode did not stop. The auto mode feature was active at the time of event. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report.

Event description:
Correction: customer alleged coma but was treated at home with glucose. So, customer likely had loss of consciousness. Customer alleged over delivery of insulin because auto mode did not stop.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 4.11 j retainer ring = black case type = ngp customer returned pump for alleged possible over delivery anomaly, and low bgs found on (B)(6) 2022. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed displacement accuracy test at 0.0876 inches. Test p-cap and reservoir locks properly into the reservoir compartment. No over delivery anomalies were noted during testing. Pump's history and trace files downloaded successfully using thus software and generated reports using carelink. In the pump history and trace files found bolus deliveries on the event date of (B)(6) 2022 at 00:01:53.000, 00:06:54.000, 00:12:07.000, 00:17:05.000, 00:22:04.000, 00:27:02.000, 00:32:04.000, 00:37:02.000, 00:42:00.000, 00:47:00.000, 00:51:58.000, 00:56:57.000, 01:01:55.000, 01:06:53.000, 01:11:54.000, 01:17:06.000, 01:22:07.000, 01:27:04.000, 01:32:04.000, 05:19:12.000, 07:48:10.000, 08:20:48.000, 09:33:00.000, 11:54:14.000, 12:38:48.000, 16:15:04.000, 17:33:30.000, and 20:15:10.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, pillowing keypad overlay, and corroded battery tube. Unable to verify customer's complaint for low bgs. Possible over delivery anomaly was not confirmed during testing. Moisture damage was confirmed found isolated on the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.